Manufacturer narrative:
Device evaluation: the product was returned on august 19, 2024. The investigation of the product was completed on september 4, 2024. The inspection reveals that the device shows severe burns/damages to the insulation at the distal end, and a part of the insulation is missing completely. A probable reason for this could be that the electrode has been operated for too long or at too high a voltage. As the device was already over 3 years old at the time of the incident, it is also possible that it showed signs of wear due to the likely applications over the time the device was in use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been returned for evaluation by the manufacturer. The investigation is not completed yet. The investigation results are pending. Internal karl storz reference number: (B)(4).

Event description:
It was reported that damage rubber of distal tip laparoscopy dissecting electrode and this piece was probably left inside patient. New tool was deliver to continue operation. X-ray were taken but the broken piece was not found. Due to the pot. Fragment in situ the event is reportable.